Event description:
A medtronic representative reported that, while in a spine procedure, the o-arm would not acquire fluoro images. When the handswitch was depressed, there were a few faint beeps but no images were produced. System was re-booted and the status of the batteries was checked; motion batteries appeared fully charged, x-ray batteries had no charge. It was noted that the system was connected to power outlet previously and allowed to charge; both battery status bars were scrolling when umbilical was connected. The surgeon opted to discontinue navigation, however, continued the case for decompression and laminectomy using a c-arm. There was no harm to the patient.

Manufacturer narrative:
Rmas issued. Two replacement battery chargers were shipped to site. Battery chargers were both returned, (B)(4) 2013, unused and fully functional. Tamper stickers were intact. No fault found in either battery charger. The issue was not able to be replicated on either device. Replacement 12v battery shipped to site (B)(4) 2013. Suspect battery is not expected to be returned to manufacturer for evaluation. Medtronic representative, following-up at the site, found the case was cancelled at the surgeons discretion, the patient was under anesthesia and incision had been made, the surgeon chose not to proceed with c-arm, and closed the patient. The o-arm was down due to failure of the x-ray tube batteries, which allowed for two fluoro shots for localization, but failed when a 3d spin was attempted. The o-arm was repaired and x-ray generator batteries were replaced. System would not display shots on mvs. Reinstalled 3.1.6. System tested good and was ready to use. The procedure was completed two days after initial procedure. No harm to patient reported.

Manufacturer narrative:
After the initial submission, it was determined that this report was an adverse event and the referenced fields were corrected.